Event description:
It was reported that during a percutaneous transluminal angioplasty procedure a guide wire tip detachment occurred. The occluded target lesion being treated was in the right leg, below the knee. A 300cm v-14 controlwire guide wire was advanced to the lesion and went subintimal. The controlwire re-entered the vessel true lumen and it was then noted that approximately 2cm of the coating on the tip of the wire had detached. A non-bsc stent was advanced and deployed to fix the detached portion of the wire to the vessel wall. No additional patient complications were reported and the patient's status was stable.

Event description:
It was reported that during a percutaneous transluminal angioplasty procedure a guide wire tip detachment occurred. The occluded target lesion being treated was in the right leg, below the knee. A 300cm v-14 controlwire guide wire was advanced to the lesion and went subintimal. The controlwire re-entered the vessel true lumen and it was then noted that approximately 2cm of the coating on the tip of the wire had detached. A non-bsc stent was advanced and deployed to fix the detached portion of the wire to the vessel wall. No additional patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Updated: device evaluated by MFR., eval summary attached, method codes, results codes, conclusion codes device evaluated by manufacturer - the polymer coating was peeled at 1.5cm from the distal end; and the distal tip (corewire) is bent at the last 1.5cm from the distal end. No evidence of fracture on the corewire was noted. All the outer diameter measurements were within device specifications. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Manufacturer narrative:
(B)(4).